Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The insulin pump delivered one unit of insulin and alarmed no delivery. The customer tried delivering the insulin manually but received another no delivery alarm. The customer was unable to troubleshoot at the time of call. Customer's blood glucose level was 78 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.